Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mm6701 batch number, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: what was the issue with this ethicon vicryl suture product? Packaging was torn. Was the sterility of the product affected if the issue was related to packaging? Yes. Was the sterility of the product affected if the issue was related to packaging? Yes. What was the issue with issue with this ethicon vicryl suture product? The packaging was damaged. Was there any patient consequences due to the issue and how was it managed? No. Are samples available for evaluation? No.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The staff noticed that the packaging was torn, which affected the sterility. The device was not used for the patient. There were no adverse patient consequence reported.